Event description:
Caller reported a tandem mobi cartridge alarm which caused the customer's blood glucose level to exceed 500 mg/dl, displaying a "high" reading. To address the high blood glucose, the customer administered a correction bolus via the pump. Cts confirmed cartridge alarm 34 and decided to replace the pump. The customer was advised to use multiple daily injections (mdi) as a backup therapy. Cts sent a replacement pump, provided instructions for putting the pump into storage mode, and arranged for the problematic pump's return to tandem within ten days. The customer understood and acknowledged all instructions and procedures.